Event description:
(Pt said she had a hemashield dacron graft implanted in 2005, and has been experiencing very sharp knife like pains and burning from the left femoral artery to the right accompanied by swelling three weeks after the procedure up to this present day. She said the pain is very acute whether she is standing, sitting or any position she is in. She also mentioned that initially the doctor said he was going to implant a 6 to 7 mm graft, but changed his mind and placed a 8mm. She said she is a small-frame built person and thinks the size of the graft might have something to do with it.) Note: the exact event date is unk at this time and has been approx based upon the the available info for reporting purposes only. On 16-nov-2006, we received the following additional info: the hosp will not release any further info to us regarding the procedure or the product identification.